Event description:
Customer reports, the genius thermometer reads 2 degrees high. This resulted in a pt's stay being prolonged.

Manufacturer narrative:
Devices were returned to our ballymoney svc ctr and evaluated. Two degree variations were not confirmed, however, some units were out of spec. Mfg and r&d speculate the units may have been dropped, comprimising their function. Product improvements are being investigated which may enhance the function of the units when misuse occurs. Add'l checks have been added at assembly. Please note that this report may be based upon information not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.